Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: analysis of the returned device identified: opening curved on radius, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior and radius assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.